Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. The investigation is based on the service & repair record (srr) received. The device failure reported by the customer could not be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action taken: no repair. During the pre-repair diagnostic assessment the service technician identified the following failure: no failure identified. Additional srr failure description: pass 98% the probable root cause of the event was determined to be no failure identified. The device was returned to the customer if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: battery loses power. This is report 1 of 1 for complaint (B)(4).